Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('slight chronic salpingitis') and genital haemorrhage ('general abnormal bleed') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal fusion nos (1998, 2010.) In 1998, back injury and adenomyosis. Concurrent conditions included dysfunctional uterine bleeding, cervicitis, endocervical squamous metaplasia, endocervical hyperplasia, endometrial polyp, adenomyosis, paratubal cyst and follicular cyst of ovary. Concomitant products included nsaids since (B)(6) 2003 and paracetamol (acetaminophen) since (B)(6) 2003. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain ("physical pain/pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain: abdominal, chronic"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the salpingitis, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal, chronic, dysmenorrhea, menorrhagia, genital bleeding. Hysterectomy with bilateral salpingo-oopherectomy) as per pfs (hysterectomy (full))- as per ppf. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2003: essure device was successfully occluded. Status post bilateral coil tubal occlusion. No opacification of the fallopian tubes. Pathology test on (B)(6) 2006: dysfunctional uterine bleeding, chronic pelvic pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dysmenorrhea, vaginal bleeding, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patients medical record: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: fu 2nd and 3rd processed together. Pfs and mr received: case has became incident. Previously reported event clubbed with new events. New events added: abnormal bleeding (vaginal), menorrhagia, depression/psych injury, mental anguish, physical pain/pain pelvic area, abdominal pain, dysmenorrhea (cramping), general abnormal bleed. Event onset date, event outcome were added. Reporter information were updated, patient history, lab data were added. On 5-sep-2019: follow up 2nd and 3rd processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.